Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a secondary infusion of zosyn was infusing at 25ml/h for 4 hours. However after 2 hours the bag was noted to be empty. The primary infusion had previously been running at 10ml/h without difficulty. The biomed department ran several checks and tests on the devices and found the devices were working as expected. There was no report of patient harm.

Manufacturer narrative:
Additional information concomitant medical products.